Manufacturer narrative:
Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was scheduled for a full system explant due to their lead coming through the skin. It was reported that there was no infection but the lead pushed through the skin. Device history records were reviewed for the generator and leads. Both products were sterilized and passed functional specifications prior to distribution. No known relevant surgical intervention has occurred to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Multiple attempts were made for additional information; however, no further relevant information has been received to date.